Manufacturer narrative:
External insulation abrasion was noted at 17.7 cm to 18.1 cm from the connector pin consistent with lead friction to another device or patient anatomy.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. The asymptomatic patient was stable after the procedure.